Event description:
Information received on 09/02/97 indicated the patient was implanted with dynaflex cylinder on 05/15/91. On 05/07/97 the dynaflex cylinder was removed from the patient and an ipp device implanted due to "fluid loss" to cylinder. Ams has requested for additional information.